Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19mar2020.

Event description:
The customer reported an issue of unit alarms occlusion. The customer indicated the blower is not running and error code was present which is consistent with blower temperature high. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported. The service technician confirmed the issue was resolved replacing the blower motor. The software on the device was upgraded to 2.30.